Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. The sample is not available for return. Based on the information provided and without having the sample to evaluate, no conclusions can be made. There are multiple potential causes that may result in a fluid leak during use of the device. Review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic cholecystectomy the hydro-surg lap irrigator was leaking fluid above the battery around the clear piece. Another device was used to complete the procedure.